Event description:
Please confirm how long into the infusion was the issue identified? Approx.. 10 min please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Gravity, approx. 50 cm over pump. Entry point arm. Infusion rate between 10 and 15 ml/h, bolus 1200 ml/h. Infusion line set-up as shown on the pictures attached to the complaint. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No visible damages. Please confirm what substance was being infused during the time of the event? Saline and propofol. Was there any patient harm? No. Was the user present and manipulating the device at the time of the incident? Yes.

Manufacturer narrative:
Investigation result: no 20039e7ds sample was available for investigation. The customer reported that the affected sample was from lot ta240428 and that "a flow rate of over 900 ml/h is not possible with a syringe pump." "If a bolus above 900 ml/h is administered, the pump reports an occlusion. If the smartsite extensions are removed, a bolus with a lower flow rate is possible. However, the smartsite extension is prescribed by hygiene regulations. This has been the case since the switch from b. Braun to bd devices. With b. Braun devices, flow rates of up to 1800 ml/h would be possible." As part of the investigation, the customer provided photographs of the samples' packaging. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot ta240428 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note the 20039e7ds has a tubing bore size of 1mm, this tubing bore is considered microbore tubing; therefore the smaller bore of the tubing means that a higher resistance is placed upon the fluid during infusion, which can translate into an increased force being required to manually prime or inject into the infusion line. Therefore during high rate infusions, it may be necessary to increase the occlusion alarm threshold of the pump in order to prevent false occlusion alarms. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e7ds set in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had flow issues. The following information was provided by the initial reporter, translated from german to english: this product is used in bronchoscopy for anesthesia. According to customer, a flow rate above 900 ml/h is not possible with a syringe pump. Bolus injections are administered here for anesthesia. If a bolus is administered above 900 ml/h, the pump reports an occlusion. If the smartsite extensions are removed, a bolus with a higher flow rate is possible. However, the smartsite extension is required for hygiene reasons. This has been the case since the switch from b. Braun to bd products. With b. Braun products, flow rates of up to 1800 ml/h would be possible. Due to this incident, I had to change the pump configuration (max. 900 ml/h bolus). Additional information received from the customer: was the device being used in/on patient when the issue occurred? It was in patient use. Was patient or user harmed? If yes, please explain. No. Was the hcp present when the issue occurred? Yes. Was additional medical intervention/medication required? If yes, please explain. No.